Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient hasn't received adequate coverage since being implanted. In turn, the patient was given new programs via an sjm rep. The patient agreed to try the new program and later decide the next step.